Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08538. It was reported that both patients leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein leads were going to be repositioned to address the issue but surgeon accidentally cut the leads [related manufacturer reference number: 3006705815-2024-00054 and 3006705815-2024-00055] with the incision, leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.